Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the act button sticks. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump rejected new batteries and had diminished battery life. Customer also stated that the reservoir area had crack and the battery cap sounds gritty when changing battery. The insulin pump will not be returned for analysis.